Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months at the time the patient expired. (B)(4). The device was not explanted. A correlation between the device and the reported events could not be conclusively determined. Bleeding, infection, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2013, the patient was admitted with gastrointestinal bleeding. The source of bleeding was reported to be the distal small bowel. An esophagogastroduodenoscopy was negative, and interventional radiology found no active bleeding. Colonoscopy results showed bleeding distal to the scope; no interventions were performed. All anticoagulation was reportedly discontinued on the date of admission and coumadin was restarted on (B)(6) 2013 with a lower inr goal of 2-2.5. A peripherally inserted central catheter (PICC) line had been placed, reportedly due to the gastrointestinal bleeding. It was previously unreported that the PICC line later became infected and the patient was treated with a course of intravenous (IV) antibiotics and discharged home on oral antibiotics. On an unspecified date, the patient was readmitted with decreased mental status and was diagnosed with a mycotic aneurysm of the arterial wall. The site of the mycotic aneurysm was not specified; however, it was reported that it progressed to a subarachnoid hemorrhage and a craniotomy was performed. IV antibiotic therapy was administered throughout the course of the hospitalization. Post craniotomy, the patient was discharged home with aphasia and continued oral antibiotics. It was reported that the patient had multiple readmissions requiring IV antibiotics and continuing, chronic oral antibiotic therapy over the course of a year due to the PICC line infection. No driveline infection was reported, but eventually the pump reportedly seeded due to chronic bacteremia. There was no reported pump pocket infection. Over the last year the patient neurologically recovered with the ability to make simple sentences and perform simple tasks independently; however, the patient had a significant decrease in mental status with subsequent positive blood cultures at the time of the last admission. It was at this time that the physician and family decided to withdraw care. It was reported that the pump was not explanted.